Event description:
Three pt samples with discrepant results for multiple tests. Pt 1, initial sodium gave 115 meq/l; repeat gave 134 meq/l. Pt 2, initial calcium gave 7.0 mg/dl; repeat gave 3.4 mg/dl. Pt 3, initial glucose gave 83 mg/dl, repeat gave 113 mg/dl. Initial sodium gave 138 meq/l; repeat gave 126 meq/l. Initial calcium gave 4.7 mg/dl; repeated twice giving 4.9 and 9.5 mg/dl respectively. Erroneous results were not reported. The field svc rep found a problem with the sample probe and replaced probe. Performance tests were performed which were within specs.